Event description:
It was reported that the patient presented remotely for a follow-up on (B)(6) 2022. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing (pptwos) on the ventricular channel. The pptwos was causing double counting and tachycardia identification. The programming changes were performed on the ICD. The patient was in stable condition.